Event description:
The surgical divional manager reported via the sales rep that the patient required revision surgery on (B)(6) 2012 as a result of a fractured exeter stem. The customer reports that the primary surgery was some years ago.

Manufacturer narrative:
An event regarding fracture involving an exeter device was reported. The event was not confirmed. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.

Event description:
The surgical divional manager reported via the sales rep that the patient required revision surgery on (B)(6) 2012, as a result of a fractured exeter stem. The customer reports that the primary surgery was some years ago.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.